Event description:
A nurse reported a probe did not cut during a vitrectomy. There was poor aspiration and no cutting on a first attempt in the patient's eye. Another pak was opened and a new probe was use. The procedure was completed without further complications and no patient impact. Additional information has been scheduled but not received to date.

Manufacturer narrative:
A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: one probe was returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The probe complaint sample was visually examined using 25x magnification and deemed conforming. Actuation and cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. All internal components were found to be intact. The actuation test was retested after the disassembly and was found to be conforming. The evaluation did confirm the probe could not properly function. The root cause for the cutter not moving cannot be determined from this complaint. Since some wear was present on the probe inner cutter, the probe was initially able to actuate and then a problem occurred that prevented the inner cutter to continue to move within the outer tubing. The mostly likely cause for this lack of movement may be due to the inner cutting edge or foreign material impeding the movement of the cutter of the shaft. The shaft could also rub against other components in the engine, such as the o-rings or spacers. The exact reason for this restriction of movement cannot be determined from this evaluation, but the shaft resistance was eliminated when the probe was disassembled allowing for a good actuation of the probe.